Event description:
Customer reported that during use with a fully charged battery, system displayed the replace battery message. Battery was taken out and re-seated, replace battery message appeared again after 7 compressions. No adverse event reported.

Manufacturer narrative:
Reported complaint of "board indicated replace battery" could not be verified because the batteries were not returned for investigation. Furthermore, the serial numbers the customer reported have 6 digits, zoll nimh batteries have 5 digit serial numbers. Three attempts were made via telephone to contact the customer regarding device return and serial number discrepancy (one attempt made on 08/10/2012, a second attempt 08/18/2012 and a final attempt made on 08/24/2012), but to no avail. There were data for two batteries in the autopulse archive files. This data indicated that one battery was properly test cycled and one was not. However, since the batteries were not returned, it is not possible to reach a definitive conclusion regarding the root cause for the reported event. A supplemental report will be filed if the batteries are returned. Add'l serial number- unk (device #2).